Event description:
Pt was being rushed to operating room in the labor and delivery area because she was abrupting. Pitocin was being infused. The emergency status of the pt contraindicated pitocin, so the pump stopped. The nurse removed the tubing from the pump to allow for quick transfer of the pt to the operating room. Upon arrival in the or the anesthesiologist observed the pitocin was running wide open. He immediately closed the accuslide clamp. Hosp staff speculated that the accuslide clamp got caught on something during the transport and moved back to the open position. The tubing was not saved.

Manufacturer narrative:
Manufacturer's report date 6/17/1998